Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 186 mg/dl. The customer was advised that in order to troubleshoot their insulin pump that we request that they change the set and or reservoir. The customer was disconnect from the insulin pump, from tubing and then reconnect tubing and reservoir. The customer was advised to replaced plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer stated that the insulin did exit. The customer was advised that the insulin pump is working as designed. The customer also asked about bolus wizard set and she needs her personal setting for bolus wizard. The customer said that she will go to see health care provider tomorrow to those settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.